Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure, the 3.5mm x 9cm orbit galaxy complex xtrasoft coil (640cx3509 / 30135887) became prematurely detached inside the sl-10® microcatheter (stryker). It was reported that the physician encountered abnormal friction during the coil advancement into the microcatheter. There was no report of patient injury or complication associated with the event. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The device was returned for evaluation. The investigational finding is documented below. Investigation summary: two non-sterile devices were received containted in a pouch. One device is the 3.5mm x 9cm orbit galaxy complex xtrasoft coil and the other device is the sl-10® microcatheter (stryker). Visual inspection was performed. The hub and the hypo tube were inspected; several kinks were noted on the hypo tube. The introducer was not returned. The support coil and the gripper were found outside of the introducer and they were without any appearance of damage. An x-ray was taken on the sl-10® microcatheter and the embolic coil was observed stuck inside the microcatheter. A review of manufacturing documentation associated with this lot (30135887) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Functional test was precluded because the introducer was not returned and due to the kinks on the hypo tube. The issue reported in the complaint that the coil delivery system encountered abnormal friction during the coil advancement in the microcatheter could not be confirmed through functional analysis as the device could not be functionally tested. The premature coil detachment inside the microcatheter was confirmed with the x-ray that showed the embolic coil stuck inside the microcatheter. The kinks noted on the hypo tube appeared to have been caused by applied force, though this cannot be conclusively determined. It is possible that when the reported abnormal friction was felt during the attempt to advance the coil in the microcatheter, force was inadvertently applied which resulted in the observed kinks on the hypotube. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter information such as the phone and email address are not available / not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30135887) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure, the 3.5mm x 9cm orbit galaxy complex xtrasoft coil (640cx3509 / 30135887) became prematurely detached inside the microcatheter (unknown brand). It was reported that the physician encountered abnormal friction during the coil advancement into the microcatheter. There was no report of patient injury or complication associated with the event.